Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore, an evaluation could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump has no audible tone. The customer stated that there is visual confirmation of an alarm, but no sound. It was also reported that there was no patient injury.